Event description:
It was reported that when the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2012, the lead was not working properly. The patient was therefore scheduled for an entire system replacement the following week. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v109711, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).